Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.

Event description:
The iab leaked and was removed within one hour. There were no apparent complications. The pt remained stable througout the next forty-eight hours and was extubated. The pt is scheduled for transfer out of the ICU. No second iab was inserted. On 8/25/97, datascope was notified that the iab was probably discarded by the facility and would not be returned to datascope for evaluation. Event complications: none from the event - rpt'd 3/12/97. Pt current status: stable - rpt'd 3/12/97.